Event description:
During troubleshooting a low drain volume alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed to the technical service representative (tsr) the patient line had spaces of air. The tsr assisted the hp with ending therapy to restart with new supplies. During a follow up with the nurse regarding air in line, it was reproted that the hp was seen on (B)(6) 2010, and that hp did not report anything about air in line. Per nurse, hp is doing fine and continuing therapy without issues. The nurse stated that hp did not report any issues with the therapy or supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
A patient reported blood glucose results of "68 mg/dl" with a lifescan meter and "123 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.